Event description:
A surgeon reported a patient with an unexpected refractive outcome following intraocular lens (iol) implant surgery. In a follow up phone call with the surgeon she reported that when the patient was brought back to the office in follow up the manifest refraction was close to plano with 1.25 diopters of cylinder. The surgeon reported she felt the fluctuations in the manifest refractions were related to the patient's prior lasik procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by phone, fax, and mail. Additional information was provided in a follow up phone call on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).